Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 2 ml of juvéderm® volux¿. Eight days later, the patient experienced ¿severe swelling¿ at the injection sites with ¿palpable hardening¿ and ¿redness, inflammation, and abscess.¿ the swelling increased day by day. The patient was treated with encorton 40 mg, two antibiotics, hyaluronidase 1500 units, and surgical drainage of abscess 4 days later. The patient later was treated with another 1500 units of hyaluronidase and received an ultrasound of the fluid band. Event is ongoing.